Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that the ventilator made a strange noise when the mixer was greater than 40 and it increased if pressure control was selected. There was no patient involvement.